Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not go into standby mode. The device was in clinical use when the issue occurred. No patient or user harm was reported. During troubleshooting, it was noted that the average air reading was -2.3 slpm (standard liters per minute). The customer reported that the device had software 3.20 installed. The rse recommended performing a flow sensor zero calibration on the device. The customer reported that the flow sensor zero calibration was performed, and the issue was resolved. The device was able to stay in standby mode.